Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6).

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and was noted that patient was not able to get enough relief from the spinal cord stimulator (scs) device. The patient underwent a spinal cord stimulator (scs) device explant procedure.